Manufacturer narrative:
Event date is estimated. The event of an ipg replacement was reported to abbott. The patient stated the device could no longer be recharged. They experienced a loss of therapy 2 months prior to explant. The device was replaced without complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had not charged their scs ipg in many months rendering the device inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.